Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and reservoir tube. The insulin pump was received with scratched lcd window. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had crack on the battery compartment thread. The customer's blood glucose was 46 mg/dl at the time of incident. The customer stated that they treated the low blood glucose food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.